Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is1 connector pin and 34 cm proximal to the ring electrode. The lead tip was not returned. An extraction aid was found in the lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed that the inner conductor coil was found fractured directly next to the ring electrode. This damage can be considered the root cause of the described complaint observation. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, a squeezed and deformed lead body was found approximately 33 cm proximal to the ring electrode, which most likely resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 26 months, an atrial lead breakage was observed. The lead was explanted.